Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there was no patient harm. The surgeon plan to rotate the post replacement.

Manufacturer narrative:
Corrected information provided in b.2. And h.6. Additional information provided in h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a viscoelastic that is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens 19.5 diopter lens was replaced with a company lens, 18.0 diopter lens. The difference in cylinder between the original implant lens model and the replacement lens model , as well as, an exchange to a 1.5 lower diopter, may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced fuzzy vision and bright light sensitivity. The iol was exchanged for another lens 7 days following the initial procedure. Clinical reason for explant mentioned as target axis 165 degrees. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).